Event description:
It was reported that the patients ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Additional information was received that the patient had high frequency programming settings.

Event description:
It was reported that the patients ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.